Manufacturer narrative:
.

Event description:
The customer reported that the v60 ventilator touchscreen went from stand-by to ventilation and then froze. The customer reported there was no patient involvement.

Manufacturer narrative:
The failure investigation (fi) lab received the touch screen assembly for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was tested and no failures were identified.root cause of failure could not be determined due to fi technician tested the touch screen assembly and no failures were identified.